Manufacturer narrative:
The complainant was able to provide the suspect device lot number. However, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a retrograde intrarenal surgery (rirs) procedure intended for the right kidney on (B)(6) 2020. According to the complainant, while unpacking, it was noticed that the inner sheath peeled and dented. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information: e1 (initial reporter address, initial reporter city and initila reporter zip/post code) block d4, h4: the complainant was able to provide the suspect device lot number. However, the manufacture and expiration dates are unknown. Block h6: problem code 1454 captures the reportable issue of sheath coating peeled. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a retrograde intrarenal surgery (rirs) procedure intended for the right kidney on (B)(6) 2020. According to the complainant, while unpacking, it was noticed that the inner sheath peeled and dented. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information: e1 (initial reporter address, initial reporter city and initila reporter zip/post code). Block d4, h4: the complainant was able to provide the suspect device lot number. However, the manufacture and expiration dates are unknown. Block h6: problem code 1454 captures the reportable issue of sheath coating peeled. Block h10: investigation results. A visual examination of the returned complaint device revealed that the sheath and dilator did not have any visual defects and was in a good condition without evidence of damages. Functional evaluation was performed by moistening the sheath and dilator with water, it became slippery, indicating that coating was applied. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A manufacturing batch record review was unable to be performed as the lot number provided by the customer does not match with upn nor product family reported.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was unpacked for a retrograde intrarenal surgery (rirs) procedure intended for the right kidney on (B)(6) 2020. According to the complainant, while unpacking, it was noticed that the inner sheath peeled and dented. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.